Event description:
It was stated that the insulin pump would not delivery insulin once the reservoir amount reached 60 units. The reported blood glucose reading was 330 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.